Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Unknown cup. Unknown head. Unknown stem. Multiple reports were submitted along with this report 0001825034-2021-01626, 0001825034-2021-01628, 0001825034-2021-01629. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 33 mmol/l at the time of incident and treated with bolus. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.